Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-586 mg/dl range. Cause was not known. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.